Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support regarding this issue and reverted to manual injections for insulin therapy.